Manufacturer narrative:
After battery installation, no blank display noted. However, unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify watchdog timeout anomaly due to full segment display.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown. Customer state they received unexpected restart error. Customer was able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.